Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and r-wave amp variation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood and tissue in the helix region and over-torqued of the inner coil. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedure damage.

Event description:
It was reported that the patient presented in clinic due to symptoms of discomfort following phrenic nerve stimulation delivered by their right atrial (ra) lead. A device interrogation was performed and revealed that their ra lead exhibited failure to capture and their right ventricular (rv) lead exhibited low sensing. Fluoroscopy was performed and revealed both the ra and rv leads were dislodged. During repositioning procedure, it was noted that rv lead was entangled in cardiac tissue and the helix was stuck. It was also noted that the ra lead was unable to be repositioned because it had a small current of injury and was found to be twisted and entangled with cardiac tissue. The ra and rv leads were explanted and replaced. The patient was stable throughout.